Event description:
Boston scientific (bsc) rec'd info that this atrial lead had loss of capture and high thresholds. The dr indicated the lead had dislodged. During a procedure to reposition the lead, the dr was unable to extend or retract the helix. The lead was explanted and replaced.